Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; b7.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the pictures provided identified that the femoral component had fractured at the shaft. Part numbers seen on the femoral component are for an augment. Because of the placement of the augment and the bone cement remaining on the product, part number for the femoral component cannot be identified from the provided images. Medical records were provided and identified the patient had a two phase revision due to fracture of the implant of the rotation knee replacement. During the first phase of revision a cement spacer was implemented. During the second phase, the spacer was removed, resection of the distal femur bone prior to reimplantation with new hardware/reconstruction of distal femur and proximal tibia. There is no indication of infection. The diagnosis also states aseptic loosening of the right knee replacement. It is noted that a contributing factor may be incorrect patient conduct as the patient stated in a subsequent discussion that he had constantly kneeled down using his right knee joint. Three x-ray images were provided. The x-rays provided appear to be pre-revision, and confirm the allegations of distal femur periprosthetic fracture and implant fracture. However, the x-rays were not dated. The first antero-posterior radiograph shows severe damage to the femur, with large fragments of protruding bone or bone cement remaining attached to the femur on both sides medially and laterally and smaller fragments being present within the joint space. There also appears to be radiolucency or a gap laterally between the cement mantle of the tibial component and the underlying tibial bone. Bone resorption and a tibial fracture can also be seen medially under the tibial component. The stem of the tibial component of the implant seems to be positioned laterally with respect to the tibial canal. The second antero-posterior radiograph shows a clear and significant vertical fracture of the femoral shaft, directly above the femoral bearing and along the femoral stem. Thickening of bone tissue around the proximal tip of the femoral stem indicates movement of the stem within the femoral canal. Provision of the revised components is required to assess their fixation to the surrounding bone tissue prior to failure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2017. Concomitant medical products: 63461110 polyethylene bearing, 00599003420 63553256 femoral augment, 00598801112 63542117 stem extension straight long 12mm dia x 155mm length(combined length 200mm), 00598802017 63082997 offset stem. Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the pictures provided identified that the femoral component had fractured at the shaft. Part numbers seen on the femoral component in img_1754 in dl1096904 are for an augment (part #: 00599003420 and lot #: 63553256). Because of the placement of the augment and the bone cement remaining on the product, a part # for the femoral component cannot be identified from the provided images. Medical records were provided and identified the following: patient had a two phase revision due to fracture of the implant of the rotation knee replacement. During the first phase of revision a cement spacer was implemented. During the second phase, the spacer was removed, resection of the distal femur bone prior to reimplantation with new hardware/reconstruction of distal femur and proximal tibia. There is no indication of infection. The diagnosis also states aseptic loosening of the right knee replacement. It is noted that a contributing factor may be incorrect patient conduct as the patient stated in a subsequent discussion that he had constantly kneeled down using his right knee joint. The x-rays provided appear to be pre-revision, and confirm the allegations of distal femur periprosthetic fracture and implant fracture. However, the x-rays were not dated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total knee arthroplasty. Approximately two years post implantation patient experienced symptoms. X-rays taken showed that the femur fractured. Therefore a revision surgery with an exchange of the distal femur and a proximal assembly of the tibia by tm-cones was planned. During the revision it was seen that the femur component was loose. During the attempt to remove the femur component it turned out that beforehand there was a breakage of the cone between femur and shaft. This seems to be cause for the fracture of the femur. According to the surgeon the patient did not report about an incident, a fall or a trauma. Because the x-rays did not give a hint about a breakage of the cone, the surgeon was very surprised when he saw this during the revision surgery. To finish the revision surgery a cement spacer was used. Attempts have been made and additional information on the reported event is unavailable.